Event description:
Medtronic received information regarding an imaging system. It was reported that "the site has had issues with the imaging system spontaneously turning off during cases." No further information provided.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.